Event description:
It was reported that a large volume infusor leaked from the fill port. This was noted before patient use. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14b043 was manufactured on february 27, 2014 ¿ march 01, 2014. Evaluation summary: the device was received for evaluation. Visual inspection of the unit (via the naked eye) showed no signs of physical abnormality. A functional leak test was performed, during fill a leak (backflow) was observed at the fill ports. The direct cause of leak was due to glass fragment trapped under the checkband. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.